Event description:
Customer is receiving no delivery alarms. Customer was filling the infusion set and the insulin pump alarmed no delivery. Customer also stated that he has a crack on the battery compartment. The current blood glucose reading is 224 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.